Event description:
It was reported that during an open esophagogastrectomy procedure, when fired, there were no staples deployed and there was a hole in the tissue. The device cut and did not staple. A reconstruction was performed that took 4 hours. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by contact. The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.